Manufacturer narrative:
B1 ¿ type of report: correction. D4 - UDI: correction. Manufacturer's investigation conclusion: the reported malposition of the inflow cannula could not be confirmed through this evaluation. Analysis of the submitted log file confirmed the reported low flow alarms. Although a specific cause for the events could not be conclusively determined through this evaluation, the account stated they were most likely related to inflow cannula malpositioning. The submitted log file contained events and data from (B)(6) 2024. Low flow hazard events were captured on (B)(6) 2024. No other notable events were captured. The pump appeared to function as intended and operated at or above the lsl for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook document are currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 5, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. Care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. The ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device expiration date could not be determined. The primary UDI number in d4 is reflective of all available information, no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the clinic due to discoloration on their system controller screen. No usual alarms were noted by the patient, and none were seen on controller interrogation. The patient was noted to have occasional low flow alarms, due to having known left ventricular assist device (lvad) inflow malposition (first confirmed via CT scan on (B)(6) 2024) that occasionally interrupts ideal flow pattern. The low flows caused by lvad inflow malposition were treated by recommendation of adequate patient fluid intake. The patient did not shower and was unaware of how water may have entered the controller. The log file captured 2 low flow events on (B)(6) 2024 and (B)(6) 2024, which resolved spontaneously. No patient symptoms were observed at the times of the low flow events. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing the events. The controller was exchanged without issue. The old controller was disassembled to better visualize any damage. There was a tear on the white power cable that may had been the original issue. There was green fluid throughout the inside of the system controller. When the driveline was removed during the exchange, the outside of the driveline was quickly wiped with a 4x4 gauze, and no green residue was noted on the gauze. No residue was noted inside of the driveline port on the old controller. Related manufacturer's reference number: 2916596-2024-07859 (inflow malposition noted via CT scan on (B)(6) 2024).